Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump error alarm or insulin pump error alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed hardware low level failure alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they were able to clear the alarm(s). Customer was able to rewind the pump. Customer stated that the self test was pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.